Event description:
It was reported that this was an venotomy closure of the right common femoral vein using a proglide device after an ablation procedure using a 8.5f sheath. Reportedly, no resistance was noted during advancement of the proglide device into the anatomy. After successful deployment of the proglide device, the lever was returned to its original position and the foot parked; however, resistance was noted during removal. Hemostats were used to widen the nick and spread incision, force and rotating motions were used to retrieve the proglide device from the anatomy. No vessel damage was noted. When the device was removed the suture knot was noted to have locked outside the skin. The suture was cut and removed. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the electronic perclose proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It should also be noted that the IFU states: do not advance or withdraw the perclose proglide suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, it is unknown if the IFU violations contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.